Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had stopped working. The customer¿s blood glucose was unknown. Customer reported a crack on the battery compartment from the top all the way to the bottom. Customer was unable to troubleshoot the sensor as the insulin pump was not working. The device will be returned for analysis.